Event description:
It was reported that the arctic sun device was failing calibration and would like to send the device in for assessment. Per ttm report, biomed had device failing calibration and the tm coming out to visit tomorrow. Per wo update on 7/14/25 - closed due to no action by customer. Per sample evaluation results on 17mar2026, mixing pump motor needs replaced not turning the shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.